Manufacturer narrative:
Section d updated to align with the information listed on gudid.

Event description:
No product returned and no response to repeated follow up attempts. However, fresenius kabi had sent a letter which contains a link to training tools for the pumps that customers can access.

Event description:
The following has been reported: biomed reported: some pumps having alarms after power cycles and cleaning, no patient harm or stoppage of infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.